Event description:
Clave connector dislodged from extension set tubing where permanently attached. IV to plum bump and infusing at normal rate. Potential for excessive bleeding or clotting off of IV site.